Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose level was not impacted. A cause for the past occlusions could not be determined. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion was found to be with in the cartridge. The customer indicated that the cartridge would be changed.